Manufacturer narrative:
The complaint of premature depletion was not confirmed. Device was received from the field with battery at near eri level without load. Electrical, pacing, interrogation features were tested and were noted to be within specification. Projected longevity estimation was performed, and device had normal battery depletion based on device usage.

Event description:
It was reported that the device could not be interrogated. The physician suspected premature battery depletion of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.